Manufacturer narrative:
Revision occurred after 8 weeks due to instability of joint. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 8 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Primary surgery is a dual system with a fx v135 stem and competitor glenoid assembly. Revision occurred due to instability of the joint. 36 mm + 6 standard humeral cup explanted and replaced with a 36 mm + 6 stability humeral cup and 9 mm spacer.